Event description:
The reporter contacted animas on (B)(6) 2012 stating that the pump showed that the rewind step was complete; however, the piston had not moved. The reporter stated that the pump insulin remaining feature indicated that the piston was rewound to 206 units, however, the piston was still located at 90 units. This report is made based on the allegation that the pump indicated more insulin than the piston location would indicate.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the black box verified a call service alarm 064-0001. The piston was not fully rewound. A rewind and load step was attempted and a call service alarm was received. The 24 hour test was not completed due to alarm. The motor flex cable was not fully inserted in motor flex connector. The motor flex was inserted into connector and the rewind and load steps were performed and the pump was exercised for 24 hours on a one unit per hour basal program with no motor alarm duplicated.